Event description:
During review of the pt's programming history, it was found that a faulted systems diagnostics test occurred in 2006 which resulted in the pt's settings changing. All the settings were adjusted to the correct settings at the same office visit other than the off time which was left at 60 minutes until a subsequent office visit. There were no reports of any pt adverse events as a result.

Manufacturer narrative:
Review of programming history.